Event description:
It was reported that while using bd max¿ instrument false positive results were obtained by the laboratory personnel. The customer stated all positive samples are sent for confirmation testing, and the initial result was not reported out. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the bd sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is confirmed. Fse performed calrack and tray alignment script to check alignment. Performed instrument qualification. Adjusted left and right tray alignment. The current software version is 5.04 instrument is testing without errors and released to customer for normal use. Instrument is fully operational. Later in (B)(6) 2020, bd covid health check was performed and both readers were replaced with screened readers to mitigate issues until new assay is implemented. The root cause is unknown. Also, there is an open CAPA 1632720 to resolve result issues related to bd sars covid assay. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using bd max instrument false positive results were obtained by the laboratory personnel. The customer stated all positive samples are sent for confirmation testing, and the initial result was not reported out. There was no report of patient impact.